Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. See op notes attached. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had a history of gerd and severe asthma. After pre-op testing indicated diagnoses of 3 cm sliding hiatal hernia with la class c esophagitis and significant pathologic reflux, patient had laparoscopic hiatal hernia repair with 14 bead linx implanted on (B)(6) 2020 to treat gerd and she did well until (B)(6) 2024. Due to dysphagia, dilation was performed. A barium esophagram indicated her linx device was discontinuous. Pt then underwent a robotic assisted linx explant two months later on (B)(6) 2024. Medical records provided indicated the clasp of the device was "intact and appropriately connected" and the linx was noted to be broken when inspecting the posterior aspect of the eg junction. All 14 beads were accounted for and was removed. No new device was implanted.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. Corrected data d4: UDI#. Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 22442, and no non-conformances related to the malfunction were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.